Manufacturer narrative:
The device was returned to mmdg for evaluation. A DHR was performed and no non-conformances were found. When the device was returned to mmdg for investigation, the pump operated as expected. Mmdg could not replicate or confirm the reported complaint. Based on this information, no MDR would have been required.

Event description:
The initial reporter states that the pump "will run but not deliver food". They stated that there was no alarm when this occurred. Mmdg followed up with the initial reporter, who stated that the patient was doing well afterwards, and had not had any adverse effects. No further information about the complaint was provided. (B)(4).

Manufacturer narrative:
The device was not returned to mmdg for evaluation. A DHR was performed and no non-conformances were found. Because the device was not returned, mmdg has been unable to investigate or confirm the complaint. This report will be updated if the device is returned to mmdg.

Event description:
The initial reporter states that the pump "will run but not deliver food". They stated that there was no alarm when this occurred. Mmdg followed up with the initial reporter, who stated that the patient was doing well afterwards, and had not had any adverse effects. No further information about the complaint was provided. (B)(4).